Event description:
It was reported that during a da vinci myomectomy procedure, the pk dissecting forceps instrument did not coagulate like it is supposed to, noted a cable wire sticking out of device tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's conductor wire was broken and the yaw pulley exit. The instrument failed the electrical continuity test. The yaw pulley did not show any signs of arcing. Failure analysis investigation also found instrument's yaw pulley to be broken and missing a piece at the opposite area of the conductor break, allowing the grip to move within the pulley. Failure analysis concluded that the yaw pulley breakage may have been due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken yaw pulley with missing a piece found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.